Event description:
A report was received that a pt was experiencing difficulties charging the ipg following a pocket revision procedure. The physician suspected that the ipg was flipped or that the pocket was too deep, so the pt was revised again. During the procedure, the physician determined that the pocket was at the correct depth and the ipg had not flipped. Therefore, he suspected that the ipg was malfunctioning and replaced it with a new ipg. The pt was reportedly doing well following the revision procedure.